Event description:
Philips received a complaint by the customer on the v60 indicating that the base assembly on the v60 stand was damaged. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60 and the base assembly on the v60 stand was damaged. The rse verified the part is no longer available, and they would need to order part through the commercial channel. Per good faith effort (gfe) received 08oct2025, it was confirmed that the device was unstable in the connection to the stand. However, the connecting screws were not damaged and held strong. The device would not be able to be held by the stand with any missing/damaged thumbscrews. It is unknown how the damage occurred. The base assembly was replaced to resolve the reported issue and was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.